Event description:
It was reported while using the bd alaris medical infusion system administration sets there is leakage. The following was received by the initial reporter: pharmacist states they are using the extension set 10013902 with the 0.2 micron filter for their chemotherapyset up. Pharmacist explained they are using the primary set 2426-0007 for the continuous infusion and thechemotherapy medications are spiked with pe lined secondary sets that are y-sited into the primary set.pharmacist explained they are y-siting in carboplatin and etoposide. At the end of the infusion set closest tothe patient, they are connecting the extension set 10013902 with the 0.2 micron filter. Pharmacist explainedthat the carboplatin and the etoposide do not require a filter to be infused, however because they are y-siting two chemotherapy medications together, their hospital policy is to use a filter. Pharmacist states withthis set up, they are having issues with the 0.2 micron filter leaking.

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd alaris medical infusion system administration sets there is leakage. The following was received by the initial reporter: pharmacist states they are using the extension set 10013902 with the 0.2 micron filter for their chemotherapy set up. Pharmacist explained they are using the primary set 2426-0007 for the continuous infusion and the chemotherapy medications are spiked with pe lined secondary sets that are y-sited into the primary set. Pharmacist explained they are y-siting in carboplatin and etoposide. At the end of the infusion set closest to the patient, they are connecting the extension set 10013902 with the 0.2 micron filter. Pharmacist explained that the carboplatin and the etoposide do not require a filter to be infused, however because they are y-siting two chemotherapy medications together, their hospital policy is to use a filter. Pharmacist states with this set up, they are having issues with the 0.2 micron filter leaking.